Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2s40n, implanted:(B)(6) 2024, explanted: product type lead product ID 978b128 lot# va2s40n, implanted: (B)(6) 2024, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #:(B)(6), ubd: 20-sep-2024, UDI#: (B)(4). ; product ID: 978b128, serial/lot #: (B)(6), ubd: 23-oct-2025, UDI#:(B)(4). G2: country germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that bilateral lead warming during MRI. The patient had an MRI and reported feeling heat at the site of the electrodes, causing the MRI to be aborted. Upon inquiry whether the systems were set to MRI mode, patient said that they had turned off the device. Patient just turned the devices off instead to MRI mode. No troubleshooting, but that they want to check impedances.

Event description:
Additional information was received. It was reported that the cause was the patient did not turn MRI mode on. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.